Event description:
Since I got my contacts in 2009, I had a lot of eye pain. My eye doctor didn't know what was causing it, but the eye drops she prescribed at the time helped a little. I went out of state for a training, but the night I got there, the eye pain was so severe that I couldn't see or open my eyes. I went to the nearest ER and that is when they told me I had keratitis. Ever since then my eyes are very sensitive to light. I was unable to wear my contacts for a few weeks. I spoke with my doctor and she suggested that I use a different solution. I had been using bausch and lomb cleaning solution off and on for more then 8 years. I have never had a problem with that product before. So, I started using optifree. The change was immediate! My contacts were comfortable, and no longer scratchy and painful. Since then I have not had any problems with my eyes, except for the constant sensitivity to light. I think there is something seriously wrong with the b&l solution. Dose or amount: less than 1 oz. Frequency: daily. Route: other. Dates of use: 2008 -- 2009. Diagnosis or reason for use: clean contacts. Event abated after use stopped or dose reduced?: yes.